Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 466 mg/dl. The customer had no symptoms and was treated with pump and shot. Customer's blood glucose value was 400 mg/dl at time of incident. Customer's current blood glucose value was 466 mg/dl. Customer stated that they have changed the sensor and set and blood glucose does not come down. It keeps saying calibration required but it won¿t take a calibration over 400 mg/dl. Earlier today, the sensor was reading 63 mg/dl and mg/dl was 139 mg/dl. Customer stated that sensor readings and the pump have been off. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer stated that sensor may be inaccurate due to being unable to calibrate and customer blood glucose remaining high. The product was not returned for analysis.